Manufacturer narrative:
Investigation summary: bd received 50 samples for investigation. The reported condition was confirmed via visual evaluation of the actual samples. Barrier gel smear was observed on five (5) out of fifty (50) customer samples. Additionally, 50 retained samples were visually inspected with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, 6 tubes had abnormal gel smearing that was leaking out of the tubes. There was no health impact or consequences reported.